Event description:
This event occurred in a pt originally enrolled in a clinical study. A flowrider catheter was used to deliver onyx (embolization agent) into the nidus of an arterial vascular malformation (avm). During the procedure, it was noted that a lower than expected amount of onyx was exiting the tip of the flowridge catheter. It was then noted on angiography that an unintended embolization had occurred in the m2 branch of the middle cerebral artery. The pt was discharged to a rehabilitation ctr and continues to recover, but some right facial palsy remains.